Manufacturer narrative:
The t:slim g4 user guide states, ¿the t:slim g4 cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels. Customer did not provide a blood glucose value. Reportedly, the customer was using fiasp insulin. In addition, it was reported that the customer received an inaccurate fill estimate. Customer loaded a new cartridge to resolve the issue. Multiple attempts were made to follow up with the customer; however, no response was received.